Manufacturer narrative:
A general reagent problem can be excluded. The given shift/deviation was within the normal standardization specification. The investigation did not identify a product problem. The standardization specifications were met.

Manufacturer narrative:
The anti-tg reagent lot number 87798201 had an expiration date of 31-jul-2026. The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys anti-tg assay on a cobas e 801 analytical unit, not correlating with the patients' clinical status. The customer alleged that the initial results for the thyroidectomized patients were estimated to be 20 to 29 iu/ml (which were higher than the expected values) and that they did not match the patients' previous results of <18 iu/ml. No exact values for the initial results were provided. Discrepant results for 1 patient sample were provided: on (B)(6) 2025: initial result: 21 iu/ml. On (B)(6) 2025: repeat result: 28 iu/ml.